Event description:
The account alleged the bed has no functions, no battery backup and the battery light is on.

Manufacturer narrative:
The technician found siderail functions were not working nor were any leds illuminated. After further examination, he found both siderail ucm cables were partially unplugged from the weigh frame junction board. The tech reconnected both cables and tightened screws to repair the bed.